Manufacturer narrative:
Insulin pump received with button error alarm and had intermittent esc and act buttons response due to moisture damage keypad traces. Device had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm and could not clear the alarm. Customer's blood glucose was 110 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.